Manufacturer narrative:
Concomitant medical products: dtmb1q1 crtd; implanted: (B)(6) 2019, 429878 lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing occurred on the right atrial (ra) lead triggering device classified termination of event in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.